Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet display malfunction occurred after the device was transported in a bag at a sporting event, with the screen exhibiting a visual glitch while blood glucose remained stable and not impacted. Symptoms included no adverse clinical effects. Outcomes included the user transitioning to backup injections and a replacement ilet being provided. Investigation included review of the complaint details and receipt and inspection of the returned device. Investigation of this case revealed a screen visibility/display issue consistent with a hardware malfunction affecting the user interface without affecting therapy delivery. It was concluded that the cause was a component failure of the display subsystem.